Event description:
It was reported that during a follow up, high hv lead impedance measurements on svc-can and rv-svc vectors were observed. Svc coil was programmed off. The rv-can measurement was within range.

Manufacturer narrative:
No medwatch form was received.